Event description:
On (B)(6) 2007, patient with history of degenerative joint disease of left knee underwent a deuce knee resurfacing of the left knee. Approximately 4-5 months ago, patient became experienced problems with left knee and x-ray was obtained and patient was noted to have a fracture of the deuce tibial component. On (B)(6) 2011, patient underwent revision of the deuce resurfacing of the left and removal of the deuce device.